Manufacturer narrative:
The complainant indicated that the device was implanted and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
Note: this report pertains to the first of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2010-03460 for a description of the second device. It was reported to boston scientific corporation that a successful posterior pelvic floor repair procedure was performed on (B)(6) 2010, using a pinnacle posterior pfr kit, which was placed "successfully without issue." During the week of (B)(6) 2010, the patient was seen by another physician, a dr (B)(6). During rectal palpation, the physician felt what s/he believed to be a section of the mesh perforating the rectal wall. The physician suspects that the rectum was perforated during the placement of the mesh. There has been no further intervention, but the physician plans to perform a second procedure transvaginally in the posterior compartment to remove the mesh from the rectum. The patient is reportedly "doing well" and is being monitored by the physician.